Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative relayed that the original tibial poly spacer (16mm) selected was too thick and a thinner spacer (8mm) was placed. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient was unable to get full extension of their leg and surgical intervention was required.